Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a breast augmentation procedure on (B)(6) 2011 and suture was used. Three weeks after surgery the patient experienced redness and white drainage coming from the left breast. The patient was placed on a second round of antibiotics following surgery. The suture could be seen coming out of the incision. The drainage was sent for culture and the results showed (B)(6). The patient was seen for follow up and is doing better.